Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a button alarm. The customer could not recall whether an object was pressing on the pump causing this alarm to occur. Blood glucose level was 265 mg/dl. Tandem technical support advised the customer to keep items from pressing on the button.